Manufacturer narrative:
The device has been discarded and is unable to be returned to manufacturer for investigation.

Event description:
A consumer reported that the philips one power toothbrush melted and caused a fire on their countertop. No injuries were reported. Minor property damage of the countertop was reported.